Event description:
A consumer reported receiving a high blood glucose reading of 306 mg/dl on their blood glucose meter when compared to a labortory result of 108 mg/dl. These results, when plotted on a clark error grid, fall into the "c" zone showing the difference in results to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.